Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for failure to thrive and pneumonia. The patient's driveline culture was noted to be positive for methicillin-resistant staphylococcus aureus (mrsa) and the patient was being treated with zosyn (piperacillin and tazobactam). The patient had blood cultures pending. The patient was currently inpatient. The patient's ventricular assist device was noted to be functioning as intended. The patient's mrsa infection was first reported in jul2024 (MFR report number: 2916596-2024-05295).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline (dl) infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook d are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.